Manufacturer narrative:
Insulin pump was unable to prime during prime test and alarmed motor error due to faulty force sensor. Insulin pump passed displacement and motor tests.

Event description:
The customer reported that insulin pump repeatedly alarmed motor error during the prime process. Troubleshooting was performed. The customer stated that the reservoir was changed three times and the alarm still persisted. The customer mentioned that the insulin pump rewinds extremely slow and the motor sound very loud. The customer stated that she has been experienced low blood glucose lately and feels the insulin pump over delivered insulin as she had to replace the reservoir more often. The customer's most recent glucose reading was 189mg/dl. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.